Event description:
It was reported that this lead was an attempted implant. During the implant procedure, the physician suspected that this lead could be broken. Subsequently, a new lead was successfully implanted. No additional adverse patient effects were reported. An attempt was made to obtain additional information regarding the model and serial number. At this time no further information is available. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.